Manufacturer narrative:
This report is submitted on behalf of the MFR (niti surgical solutions ltd; (B)(4)) and the importer (niti surgical solutions inc.; (B)(4)), as niti surgical solutions ltd. Serves as the designated complaint handling unit for both facilities. The device was not returned for eval, however, the production history files were reviewed, indicating that the device was released according to the product specifications. Leaks (including abscesses) are anticipated adverse events in colorectal anastomatic procedures, and the current cumulative leak rate found with the use of the colonring device is within the low range reported in the literature for anastomosis devices.

Event description:
Pt with rectal malignancy underwent an open low anterior resection anastomosis with the colonring device. On pod 15 ((B)(6) 2010), the pt complained about pain in the left buttock. On pod 22 ((B)(6) 2010), the pt was re-hospitalized due to this pain, pre-scaral abscess was diagnosed by CT and treated with oral antibiotics for 5 days.